Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two months ago from date manufacturer was made aware.

Manufacturer narrative:
Correction to the initial MDR in field h6 method code.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return.